Manufacturer narrative:
A patient controller displayed an error message " MRI not advised" there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Lead diagnostics showed high impedance on the lead. The system was explanted due to patient needing and MRI. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the total scs system was explanted.

Event description:
It was reported the ipg was unable to be set to MRI mode. Patient programmer displayed the error message 'MRI is not advised, there may be a problem with the implanted leads'. Lead diagnostics showed high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000103448.